Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a retained capsule for 16 days. There was no patient or user harm.